Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011 product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial #: (B)(4), ubd: 08-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid with concentration 10 mg/ml at a dose rate of 1.99 mg/day via an implantable pump for non-malignant pain. It was reported that the physician had basically adopted the patient from another clinic and there was actually no problem; however, the physician requested a dye study. The catheter dye study was performed, and the radiologist was not able to aspirate the catheter. Actions taken to resolve the issue was indicated as being unknown at this time. No surgical intervention occurred, and it was unknown if surgical intervention was planned. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. There were no known environmental/external/patient factors that may have led or contributed to the issue. Other medications (oral, etc.) The patient was taking at the time of the event was unknown / not available. The patient¿s medical history and weight at the time of the event was indicated as having been requested but was unavailable. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturer representative on (B)(6) 2019. It was reported that the patient was not getting pain relief. During surgery on (B)(6) 2019, the healthcare provider (hcp) attempted to aspirate the catheter upon opening the pocket, and was not able to do so. It was indicated that the catheter was not patent. A new catheter was implanted and the existing catheter was tied off in the pocket. The issue was considered resolved at the time of report, and there were no noted environmental, external, or patient factors that may have led or contributed to the issue. At the time of revision, the dilaudid concentration was 2mg/ml infusing at a rate of 0.5mg/day. The patient's status at the time of report was alive, no injury.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. Regarding the cause of inability to aspirate the catheter, it was noted that a physician was planning on replacing the catheter. The patient had seen a neurosurgeon on (B)(6) 2019 for surgical consult. Surgery had not yet been scheduled. Regarding the status of the device, it was noted that explant had not been completed as of yet and when it does occur the company representative would return the catheter.